Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that at approximately eight months following the valve-in-valve implant of this transcatheter bioprosthetic valve within a bioprosthetic aortic valve, both valves were explanted due to worsening of paravalvular leak to severe. A medtronic bioprosthetic valve was implanted with no adverse patient effects.